Event description:
The physician was moving the pss032 in and out of the psc032 and immediately noticed resistance. When he started to inspect what was happening on the proximal/external portion of the system, he noticed that the silver portion of the separator separated from the green portion. He then disconnected the rhv and removed the distal portion of the separator from the reperfusion catheter. The pt's anatomy was somewhat tortuous but not overly.

Manufacturer narrative:
Technical eval: the separator wire was returned in two pieces. It was soaked in decontamination fluid overnight and the next day the separator was in four pieces. The pieces all contained stress fractures and some sections show permanent bends. Conclusion: the incident was confirmed as reported. The fracturing of the separator wire after receipt here at penumbra is still unexplained. There is no visual evidence of anything other than stress fractures at the separation points. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009. A review of the device history record (DHR) was completed on part# 1943.a (lot# l15018). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. (B)(4). The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement.